Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: brand name, device available for evaluation?, date received by MFR, type of reports, type of reportable event, if follow up, what type?, device evaluated by manufacturer?, device manufacture date, evaluation codes and additonal MFR narrative. It was reported that the patient was experiencing power switching events. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller, (B)(4), in use during the reported event date contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and battery. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between a controller and the battery. Heartware has opened an internal investigation to address momentary disconnections. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
***Please note: due to (B)(6) and the u.s. Department of transportation (dot) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of these devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient reported to the ventricular assist device (vad) coordinator that he observed the power source shift from one battery to another one when the battery capacity had three (3) led lights. This issue was observed the issue twice by the patient. It was stated that potential battery switching issue is found on logfile as suggested by clinical engineer on logfile analysis. There was no alarm triggered, related to the issue. It was also stated that there was no effect on patient and no discomfort complained by patient. It was further stated that the hospital replaced the battery. No additional information available.